Manufacturer narrative:
A.1.-a.5. Patient information were not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the 3t heater cooler. The customer switched the machine off and on again, after which no more error messages appeared. Device was inspected and to solve the issue the circulator motor replacement was replace. Unit returned to the customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the 3t heater cooler displayed error code meaning pump or stirring mechanism is blocked / too slow (ee07). There is no report of any patient injury.

Manufacturer narrative:
Livanova complaints database analysis revealed no similar event since unit installation in 2021. The most likely root cause of the reported event can be traced back to a faulty stirrer motor. The wearing of electro-mechanical devices can be originated by the specific use condition at customer site that may have contributed to the event, such as movements or liquids penetration. However, there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.